Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged/detached. Service history identified the complaint was not related to a previous service of the device within the review period. The dso seal was replaced.

Event description:
One pump was returned and analysis found a damaged/detached downstream occlusion seal. There was unknown patient involvement. No patient harm/adverse event was reported.